Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: tosoh assay is a competitive immunoassay that may have interference due to heterophile antibodies. Patients routinely exposed to animal or animal serum may have interference and heterophile studies were suggested to the customer to confirm interference. A 13-month complaint history review and service history review for similar complaints was performed for the aia-900, serial number (B)(4), from 10-jan-2016 through 10-feb-2017. There were no other similar complaints identified during the searched period. The st aia-pack testosterone assay specifications under limitation of the procedure, page 8, indicates the following: certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event could be due to heterophile antibody interference with the patient specimen. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
G.1 - contact office - name/address (and manufacturing site for devices): tosoh hi-tec (manufacturer) 1-37 fukugama minami-machi shunan-shi 746-0042, japan registration no. 8031673 tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6)2017 the customer reported a high testosterone result of 269 ng/dl run on (B)(6)2017. The repeated result was 252 ng/dl. The sample was sent out to the reference lab, which used siemens centaur chemiluminescence methodology and reported a result of 62 ng/dl (normal range 14 - 76 ng/dl), which was expected by the physician based on the patient's clinical history. All quality controls (qc) were within range and instruments were performing as expected. Female patient is diagnosed with post-menopausal bleeding and is on hormone replacement therapy. Medications include: climara, promitrim, vitamin b complex, estradiol, minivelle. The patient sample was sent to tosoh quality assurance lab confirming the customer's results with a patient result of 248.4 ng/dl. All quality controls and instrument were performing as expected. Tosoh assay is a competitive immunoassay that may have interference due to heterophile antibodies. Patients routinely exposed to animal or animal serum may have interference and heterophile studies were suggested to the customer to confirm interference.